Event description:
Ous MDR - boston scientific received information that this system was explanted due to infection. The patient has since been referred to an allergy specialist for further patient related interaction testing, prior to another implant. No return of product is expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updates should further information be provided. The implant date was not provided.